Event description:
It was reported that an arteriotomy closure of a right common femoral artery, above the most inferior border of the inferior epigastric artery, was attempted using a proglide device after a right anterior tibial artery occlusive disease interventional procedure. Reportedly, the plunger was difficult to remove. The physician pulled harder and the plunger was removed. The rail suture was not visible and when the device was removed the suture was stuck on the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - address suture retrieval problem. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the physician performed an antegrade procedure and the device was used above the inferior epigastric artery. This is inconsistent with the IFU under the warnings section which states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in retroperitoneal hemorrhage. The IFU, under the special patient populations section, further states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with antegrade punctures. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products:dil cath: medtronic invatec. Guide wire: terumo 0.035; pt2. Sheath: 6fr. Heparin. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with antegrade punctures. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Incorrect anatomy. Per the instructions for use- warnings: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in retroperitoneal hemorrhage.